Event description:
The patient suffered an abbott perclose issue which technically shut down her leg and caused no pulsatility. She was taken to operating room, vascular surgery. As of today, (B)(6) 2024, she is doing fine and recovering well. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".